Event description:
The customer states that one pt sample generated the following results: sodium = 165 mmol/l, potassium = 5.3 mmol/l, chloride - 125 mmol/l. The results were flagged with "hh" (outside the defined extreme range) and therefore retested: sodium = 143/142 mmol/l, potassium = 4.6/ 4.6 mmol/l, chloride = 109/109 mmol/l. Other analytes tested similar before and after retesting. The initial suspect results were not reported from the lab. There is no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.